Event description:
Damage to the pump housing surrounding the usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support authorized a pump replacement, confirmed the shipping address, and provided the customer with instructions for returning the damaged pump, which the customer understood and acknowledged.